Manufacturer narrative:
Integra has completed their internal investigation on august 4, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the fixed jaw is broken. The fragment was recovered but not returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use or reprocessing, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt060 provided with the device requires to: " to ensure proper functioning of dismantable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use."

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that one of the insert's jaws broke during surgery and fell into the patient. The broken part was removed from the patient and was discarded. The patient was not injured.